Event description:
Additional information was received from a manufacturer representative reporting that the physician was planning to exchange the ins. The device reports show that almost every time the ins depletes to such a low percentage that the ins cannot provide stimulation anymore and stimulation turns off; after recharging the ins, therapy gets restored again. The recharge interval was expected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6. Device analysis for ins (B)(6) revealed no significant anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The connector sleeve was stuck inside port ii, which could not be removed from inside the port of the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date inaccurate, only the month and year are valid. The country of origin is austria. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient underwent an abdominal surgery the week of (B)(6) 2022 and during the surgery their stimulation was programmed off. Since the surgery, the patient was feeling stimulation (sometimes painful) in the incorrect location, such as the toe and knee. The stimulation was felt in waves even when the cycling was programmed off. The impedances were measured and were in range. The unintended/uncomfortable stimulation was not present when stimulation was turned off. They also tried to reprogram a different electrode configuration, however this did not resolve the stimulation issue. The stimulation was programmed for the patient and the session was ended. Thereafter the controller was used to connect to the ins and it was noted that the recently programmed amplitude was not the amplitude that was visible on the controller; this was tried twice. It seemed like the ins did not remember/save the changed amplitude. There were no error codes or messages seen on both the patient's controller or the clinician programmer. In the patient's session report, it was noted that the patient let the ins deplete to a level that the ins was not able to deliver the therapy anymore. There were no abnormalities in the session report that could be related to the unintended stimulation issue. A dditional information received from a manufacturer representative. It was reported that the cause of the stimulation issue was unknown. The cause of the inability to program the patient's stimulation was not determined; the representative noted that this issue could have to do with adaptive stimulation. The patient's next appointment was on (B)(6) 2022 and they would discuss further steps. The stimulation issue was not resolved. It was noted that the patient was very slim.

Event description:
Additional information received from a manufacturer representative. It was reported that the patient experienced abnormal variations in stimulation from some kind of absolute low to an unpleasant maximum without any prior change in body position. The patient had a hernial procedure some weeks earlier. They tried all kinds of stimulation adjustments including having adaptive stimulation on and off. The ins was replaced on (B)(6) 2022 and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.